Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location in the sealed packaging. This was observed during a check by the pharmacist. The device had been filled with 3500mg fluorouracil in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from december 02, 2021 - december 03, 2021. E1: initial reporter postal code - (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed fluid inside a yellow bag that contained the sample suggesting a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.